Event description:
The wire broke off in the popliteal of the patient. The patient is doing okay; however, the wire is still inside of them. They are going for bypass later this week and the wire will be removed then. The bypass is not because of the wire. Additional information received (B)(4) 2013. A small fragment from the distal portion of the wire broke off into the tibioperoneal trunk. He tried to retrieve the fragment but was unable. The patient was already scheduled for by pass later this week and the doctor will remove the fragment then. As of (B)(4) 2013 no confirmation of device portion being removed or not.

Manufacturer narrative:
Removal of device portion is not labeled in the IFU. Shearing of the wire guide is labeled in the IFU. Event evaluation: still under investigation.